Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded esc and act button on keypad traces. The device was received with normal operating currents. No failed battery test alarm noted. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 190 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.